Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery-related alarms was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)), were reviewed. The pump maintained speeds above the low speed limit while connected to the driveline. Throughout the data, the clock was observed to have been set incorrectly to 13oct2033. The patient¿s implant date was noted to be 13oct2023, indicating that the clock¿s year was set incorrectly to 2033. As a result of the clock being set incorrectly, multiple backup battery fault alarms correlating to ¿end shelf life¿ and ¿end service life¿ flags were intermittently observed throughout the data. Due to the clock being set incorrectly, and possibly due to the batteries being manipulated and/or exchanged, multiple memory tag and backup battery circuit fault flags were also intermittently observed; when these fault flags persisted for 3 seconds at the same time, ¿backup battery not installed¿ alarms were triggered as a result. The alarms cleared and reactivated throughout the data. The returned system controller was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The root cause of the reported event appeared to have been user error in setting the system¿s clock to an incorrect year, resulting in backup battery-related alarms since the set year was beyond the batteries¿ expiration dates. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. G, section 2 ¿system operations¿ and section 4 ¿system monitor¿) instructs users on how to properly set and sync the system controller¿s clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11-volt lithium-ion backup battery. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue resolved after the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implantation the ventricular assist device (vad) coordinator installed the emergency backup battery (ebb) inside the controller, but the ebb was not recognized by the controller and the controller showed backup battery not installed. Three different ebbs were tried but the issue persisted. The vad was operating as expected. The controller was exchanged.